Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the port of the probe pinched/squeezed. The probe was then functionally tested for aspiration and was found to be conforming. Actuation and cut testing could not be performed due to the pinched port. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference in the aspiration path and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was unable to be tested for actuation and cut due to the port of the needle being pinched. However, the pinched port could have contributed to the reported cut failure. The exact root cause of the pinched port cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the pinched port could not be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a cutting failure occurred with the vitrectomy probe during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.